Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "subsidence pattern of charnley cemented femoral revisions with impacted morcelised bone after a follow-up of two to twelve years" written by a. Gonzalez della valle, f. Comba. R. Pusso, and f. Piccaluga in the hip international vlume 13 no. 1, 2003 pp. 19-24 was reviewed for reportability. The article reports on results of a study of 56 consecutive charnley femoral revisions implanted between 1987 and february 1999. All stems were cemented with depuy cement. Subsidence occurred in 11 cases. The article reports two reconstructions had been re-revised, one due to aseptic loosening and recurrent dislocation. One case of subsidence proved to be infected. Adverse events: femoral stem subsidence, femoral stem loosening, infection, surgical intervention. Impacted products: depuy charnely stem.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.